Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-382a, mmt-332a, mmt-1780kl. Troubleshooting was performed. It was unknown whether the auto mode/smartguard feature was active and whether the pump was used within 48 hours of the reported high blood glucose event. Buttons remained unresponsive after troubleshooting. No further patient complications were reported. No product return is required for mmt-382a. No product return is required for mmt-332a. Customer will discontinue the use of insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. The keypad overlay was peeled off and found no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued self test and download history files and traces using thus. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded pump traces and history file using thus. In further full review of the pump history/traces on the event date of (B)(6) 2024 , there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 20.225 dailytotalofbasalinsulindelivered = 20.225 dailytotalofbolusinsulindelivered = 0 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the formatted history file. Unresponsive keypad/keypad anomaly was confirmed, problem isolated on the keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for high bgs. Unable to perform the required testing, download history files and traces using thus due to unresponsive keypad. Unresponsive keypad/keypad anomaly was confirmed, problem isolated on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.